Manufacturer narrative:
(B)(4).

Event description:
Procedure: hemorrhoidopexy. According to the reporter: the anvil was inserted into the anus, then body was connected and fired. However, after the fire, a few staples weren't able to form a correct staple formation. Hand sewing had to be done. There was blood loss, but how many ccs could not be reported. Operative time was extended more than 30 minutes.